Manufacturer narrative:
The reported events of lead undersensing, loss of capture, and high capture threshold were not confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 57.8 cm. The inner coil at the connector region was found over-torqued. The damage found were consistent with surgical damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the right ventricular lead exhibited low sensing due to small r waves, high capture threshold and subsequent loss of capture. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient was discharged from the hospital after normal pacemaker operation was confirmed in the post operation check the following day.

Event description:
New information received stated that the lead also exhibited undersensing.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.